Event description:
It was reported that during an ivc filter placement procedure, via a right femoral approach, that the filter would only advance about 3/4's of the way down the delivery system. It was reported that the doctor pushed repeatedly, but was not able to move the filter down. The filter and sheath were removed together and via the same access and another vena cava filter was placed and deployed without difficulty. No patient injury noted.

Manufacturer narrative:
The device history records were reviewed, with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The returned sample was evaluated. As received, there was one g2 delivery system, including the pusher wire, y-body and the storage tube. The storage tube was separated from the y-body. Also received was a green 10f introducer of unknown origin and one white introducer sheath with the hub cut off. The pusher wire was inside the storage tube. The filter was not returned. The tip of the introducer sheath was intact and measurements were within specification. The result of the investigation is inconclusive because the problem could not be reproduced (missing filter).